Event description:
The customer reported that the device was fitted for two days in 2009. The nurse notices the cuff has deflated, and the device was changed.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.